Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: lot number updated from 3070442 to 3050841.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the common femoral artery using the pre-close technique prior to an interventional on-table angiogram procedure. Reportedly, there was no suture seen on plunger withdrawal. Upon inspection of the device, it was noted that the knot was formed; however, a suture separation had occurred. The suture of a new prostyle device was successfully pre-placed. The on-table angiogram procedure was completed using the same 6f sized sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.